Event description:
It was reported to philips the device had a defective battery. There was no patient involvement. The customer contacted the philips response center. The customer requested to order a replacement battery. The customer ordered a replacement battery. The heartstart xl remains with the customer.